Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The eeprom was uploaded and indicated 39 autoclave cycles for the adapter. The adapter was disassembled and extensive damage was seen on the lockout slider block, the non-welded tip housing, and the cam block. Due to the extent of the noted damage, further functional testing was not conducted. Replication of the damage seen on the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The reported conditions related to the difficult unloading and loading were confirmed. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter, during a gastric bypass the unload button is stuck. Omega loop. Battery was inserted into device. First green light was visible. Adapter was connected and second green light was visible. Reload was attached and blue status lights were flashing. The customer used another handle and another adapter to continue surgery. No patient is injured and current condition of the patient is normal. There was no extension of incision. There was no extension of surgery time more than 30 minutes. There was no tissue loss and blood loss. And there was no change of procedure laparoscopy to open surgery. No part fell into cavity. No reinforcement material was used.